Manufacturer narrative:
(B)(4). This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed and no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the tibial and hip shaft fracture. As the incision was closed after insertion of plate (distal tibial plate) for tibial shaft fracture, the patient went into cardiac arrest immediately after opening the tourniquet. Cardiopulmonary resuscitation (CPR) by the surgeon is immediate and life is saved. The fibula operation was discontinued, and the patient was to be preserved. The surgery was completed with 30 minutes delay. The patient outcome was unknown. No further information is available. This complaint involves one (1) device. This report is for (1) unk - screws: trauma. This report is 2 of 2 for (B)(4).